Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had a burning smell. Advised to disconnect the remote monitor .the monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950k, serial/lot#:(B)(4) : the remote monitor was returned and analysis revealed that the remote monitor was unable to detect rf (radio frequency) head. Found dirty reader contacts; after cleaning contacts, remote monitor able to recognize the reader normally; found error code 3230 <(>&<)> 5704 failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.